Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Distributor reported that a child hematology patient had broviac and was taken for a CT scan. Power injection was done through the broviac catheter. Later at the ward, a lot of blood was reportedly leaking from the catheter and a hole was found. The catheter was removed and a new broviac was placed.